Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Event description:
As relayed to the field clinical specialist (fcs) by the hospital, approximately 1 year 4 months post implant of a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach, the valve presented with aortic stenosis. Additional information received via medical records indicated the patient did not have stenosis but had elevated gradients due to patient prosthetic mismatch. There is a plan to explant the valve and replace it with a surgical valve.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. No imagery was provided, however, medical records were provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Per the IFU, incorrect sizing of the valve may lead to residual gradient (patient prosthesis mismatch). Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for increased gradients due to patient prosthesis mismatch (ppm) was confirmed based on the provided medical records. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Patient-prosthesis mismatch (ppm) occurs when an implanted prosthetic valve is too small for the patient. Ppm is associated with higher rates of perioperative stroke and renal failure and lack of left ventricular mass regression. Predictors include female sex, older age, hypertension, diabetes, renal failure and higher surgical risk score. Ppm may be a marker of comorbidity rather than a risk factor for adverse outcomes. Ppm should be suspected in patients with persistent cardiac symptoms after avr when there is high prosthetic valve velocity or gradient and a small calculated effective orifice area. After exclusion of other causes of increased transvalvular gradient, re-intervention may be considered if symptoms persist and are unresponsive to medical therapy. However, this decision needs to consider the available options to relieve ppm and whether expected benefits justify the risk of intervention. The only effective intervention is to re-perform surgery with implantation of a larger valve and/or annular enlargement. Per review of the medical records, the patient did not have stenosis but had elevated gradients due to patient prosthetic mismatch. In addition, the patient had a history of co-morbidities such as hypertension, hyperlipidemia, and dm (diabetes mellitus ii). In this case, available information suggests that the wrong size valve and/or patient factors (pre-existing co-morbidities) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.